Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprosthesis. A 20-fr gore® dryseal sheath with hydrophilic coating was inserted from the right side, but the physician felt strong resistance due to heavy calcification in the access vessel. The access vessel was pre-dilated using a non-gore manufactured balloon catheter, and the introducer sheath could be advanced into an intended position. The endoprosthesis was then deployed successfully and upon retrieval of the introducer sheath, a dissection was revealed from the right common iliac to the right external iliac arteries, where a balloon angioplasty was performed. Considering that the patient is (B)(6) and blood pressure had not dropped due to the access vessel dissection, the physician elected to conclude the procedure with a wait-and-watch approach taken to the access vessel dissection. On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis, contralateral leg component from the right common iliac artery to the right common femoral artery to repair the access vessel dissection. The patient tolerated the reintervention procedure. It was reported that pre-dilation ballooning of the access vessel and / or advancement of the introducer sheath might have caused or contributed to the dissection.